Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a scratched lcd lens, and a broken battery door. Functional testing was able to verify and duplicate the reported issue. It was determined that the contaminated dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a downstream occlusion failure. The event occurred during testing, there was no patient involvement.